Event description:
The olympus (ofr) regional repair center was informed that the customer high definition autoclavable camera head was returned for service for a reported ¿image disappears when handling the cable¿ during an unspecified event. No death, injury or harm was reported to olympus.

Manufacturer narrative:
During the service inspection, the customer¿s reported issue was confirmed as no proper image was shown when connecting the device to the video processor due to the camera cable defectiveness without visible damage. The image appeared degraded with stripe/noise from top to bottom on the monitor screen. The image worsens when handling the cable unit. As a result of the no image condition, the white balance function could not be properly performed; therefore, error message e311 displayed during testing. The referenced camera head was purchased in july 2018 with no previous repair history. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty cable could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: "do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.